Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
A device evaluation was completed on this product.

Event description:
It was reported that this right ventricular (rv) lead appeared to be oversensing the atrium. It was found that the lead had dislodged. The lead was removed and successfully replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.